Event description:
It was observed during device evaluation that the duodenovideoscope exhibited the light guide lens adhesive is peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction is traced to component failure from degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.